Event description:
It was reported that the user experienced a significant rise in blood glucose after an infusion set change with 23" Insets, required troubleshooting of the infusion set and tubing priming, and ultimately disconnected from the iLet to administer subcutaneous insulin via pen before later resuming pump therapy. Symptoms included hyperglycemia. Outcomes included unexpected medical intervention with medication and classification as a serious injury or illness. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a device component and an undetermined medical device problem. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.